Event description:
It was reported by a nurse that a vns patient had passed away. Good faith attempts to obtain more information from the nurse regarding patient's death have been unsuccessful to date.